Event description:
The customer reported via phone call indicating that the insulin pump had a missing segments/partial display. Customer's blood glucose was unknown mg/dl. The customer stated that lcd is broken and spot of ink.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic and motor assemblies also, received with bleeding lcd glass noted during our visual inspection. Unable to confirm display anomaly due to blank display. The insulin pump has cracked reservoir tube lip.